Manufacturer narrative:
The reported failure of the trilogy 100 ventilator failure during repair testing for a power issue is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On evaluation, the device did not present a specific failure mode. There was no valid complaint to be reproduced. The device failed during repair testing on (B)(6) 2026 for hw power fail. Debug was completed on the device and the device then passed repair testing. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements. Additional findings not related to the flow sensor malfunction/issue: the thtpol label was replaced due to obsolete revision.